Event description:
The customer stated that the meter would not calibrate. He would put in the f-5 codestrip and the meter would just show f-1. However, only part of the 1 would show. The meter was also reading in mmol/l rather than mg/dl. It was discovered that the 8 in the units position was only showing the "c" segment. This made it look like part of the one was showing. Customer service was replacing the meter and having it sent to qa for evaluation.